Event description:
It was reported that the sys displayed an error message and locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the sys and found the removable hard disk (jazz drive) was inoperable. The fse disabled this drive at the customer's request. The system operates as intended.